Event description:
It was reported that during a gastric bypass procedure, the device could not be opened. The surgeon pressed the open release button, but nothing happened. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.